Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the trigger is not found with the patient who has a spontaneous respiratory event. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue. There was no malfunction of the equipment.